Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an adhesive issue event on (B)(6) 2026 when the infusion set adhesive did not adhere and fell off. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.